Event description:
It was reported by the customer, PICC kinked. Inserted (B)(6) 2024 in the middle 1/3 of lue, brachial vein. Total catheter length 48cm, external length 1cm, secured with a statlock, dwell time of 10 days. Kink noted approximately 4cm. Patient referred to ir.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a kinked catheter was confirmed but the cause is unknown. A single radiographic image of the patient¿s upper left arm was returned for evaluation. A catheter, consistent with the reported triple-lumen powerpicc hf, was seen in the returned image. At least five kinks were seen within the catheter shaft between the skin surface and the vein entrance. The exact root cause of the kinks in the catheter could not be determined from the returned image. It is possible that catheter placement technique (e.g. Steep insertion angle) or anatomical variables (e.g. Pinch points between the skin and subcutaneous fat and between the fascia of the muscle and the vein) may have been contributing factors. This complaint will be recorded for future trending and monitoring purposes.